Manufacturer narrative:
(B)(4). Initial evaluation could not confirm the reported condition due to sample unavailability. As a result, an assignable cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain while the hp was connected. The alarm was cleared and the hp had to set up the hc using all new supplies. During troubleshooting there was nothing found that could have caused or contributed to the alarm. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.